Event description:
The customer reported that the generator rebooted itself. The customer requests an inspection.

Manufacturer narrative:
The ge service rep checked the supply voltage on technique processor, voltage was 4.81vdc, increased voltage to 5.0, and then rebooted the system. The system is operating as intended.